Event description:
Reporter indicated that vns pt was experiencing heart palpitations. The pt reportedly lives in a home that is under large utility wires. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported event.